Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right ventricular (rv) coil of the right ventricular (rv) lead. The lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.